Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed that when the commander delivery system was stuck inside the esheath+, the crimped valve was observed with one bent strut before inflation of the balloon. As the commander delivery system was advanced through the esheath+, the crimped valve was still observed with one bent strut. The strut remained bent once the valve was deployed. There was presence of calcification within the patient's access vessel. The minimum luminal diameter (mld) was noted to be not sufficient. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra valve have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the valve frame damage was confirmed based on evaluation of the provided imagery. The available information suggests patient factors (calcification and undersized vessel) and/or procedural factors (high push force) likely contributed to the event as the imagery provided indicated there was presence of calcification and the mld was not sufficient. Additionally, it was reported that additional force and manipulation were applied. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Furthermore, undersized vessels (e.g. Due to anatomical variation, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In addition, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in israel, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, there was difficulty advancing the delivery system with valve through the 14fr esheath+. Additional force and manipulation were applied. Subsequently, a decision was made to inflate the delivery system balloon by approximately 1 ml. The delivery system balloon was then deflated and the delivery system with valve was able to be advanced through the esheath+ after applying force. When the delivery system with valve exited the esheath+, the valve frame appeared to be bent. A decision was made to proceed with the procedure. The valve was implanted successfully. The patient was cognitively and hemodynamically stable throughout the procedure and felt well post procedure with no complications.